Event description:
The customer tested his blood glucose using his contour meter and received a reading of hi. He retested using another meter and received a reading of 198 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer has no more test strips left to return for evaluation. New strips were sent.